Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer failed and was unable to recover it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E3 other occupation: infection control and prevention. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was failing. A field service engineer (fse) had the customer attempt to recover the door; it double clicked and then failed. The fse then opened the column, replaced the door detent, tested the door with the test software and had the customer recover and test the functionality successfully. During preventive maintenance, the fse discovered the door's plex-glass had a large crack and replaced it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.